Event description:
It was reported that, "the patient had a bha by using a markii femoral stem 20 years ago. At the end of (B)(6) 2011, he fell down on the floor and his femur and stem broke. Therefore, the surgeon performed a revision surgery on (B)(6) 2011."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.